Event description:
It was reported that the patient was experiencing strong painful sensations on both back and feet due to stimulation could not be adjusted and the ipg was faulty. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.